Manufacturer narrative:
(B)(4). Date sent: 5/7/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: yes the torn pouch did fall into the patient. It was then promptly removed. I have sent the device back for analysis already, but I did not open the packaging to see if the torn portion was included or if it was disposed of. It was given to me double bagged as it was contaminated so I was unable to see what parts were included. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, surgeon went to place a lipoma in the pouch when the pouch ripped off the metal frame. Had to remove the pouch and use another one. No patient consequences were reported.